Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the coil was stretched. The total length of the returned portion coil was 139.8cm of which included the burr. The coil was detached as the proximal end. The related rotawire was within the returned coil and was found to be frozen due to the coil damage present.

Event description:
It was reported that the burr was stuck in the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.50 mm rotapro was advanced to the site of the lesion and ablation was performed three times at 160,000 rpm with a maximum speed decrease of 5,000 rpm. The burr successfully crossed the lesion during the fourth ablation. When the burr was pulled back, the device stalled and rotation stopped. The burr had become stuck within the lesion. A guidewire was advanced and positioned outside the lesion. Dilation was performed with 1.50 mm, 2.00 mm and 2.50 mm balloons, but the burr could not be removed. The shaft of the advancer was cut, a guide extension catheter was positioned near the burr and the devices were successfully removed together. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that the burr was stuck in the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.50 mm rotapro was advanced to the site of the lesion and ablation was performed three times at 160,000 rpm with a maximum speed decrease of 5,000 rpm. The burr successfully crossed the lesion during the fourth ablation. When the burr was pulled back, the device stalled and rotation stopped. The burr had become stuck within the lesion. A guidewire was advanced and positioned outside the lesion. Dilation was performed with 1.50 mm, 2.00 mm and 2.50 mm balloons, but the burr could not be removed. The shaft of the advancer was cut, a guide extension catheter was positioned near the burr and the devices were successfully removed together. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.